Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was stated the customer did not save the device. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - not inspecting device prior to use - too much force applied to device - inadequate handling procedures - shipping/handling damage subsequent to distribution from stryker. The instructions for use (IFU) state: - always inspect instrument carefully for overall integrity before use. - do not allow the arthroscopic wand or electrode to come into contact with staples, clips or any metal object while it is energized. - become familiar with specific arthroscopic wand or electrode model prior to employing it in a surgical procedure to avoid damage to patient, operator or instrument. - careful handling of the instruments is necessary to avoid damage or breakage as a result of excessive force. - vigorous use against bony surfaces may result in excessive wear of the electrodes. - inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. - before beginning the procedure, verify overall compatibility for all instruments and accessories. - select an arthroscopic wand or electrode with the size, tip angle and function most appropriate to the procedure. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the tip of the arthroscopic wand broke off in the patient during the procedure. There was a brief delay of a few minutes to retrieve the broken tip. The device was replaced. There was no patient injury or medical intervention reported. These are commonly used devices that are readily available.